Event description:
It was reported that the ll vlv adpt(stand alone) fluid flow was occluded. This occurred 2 times in lot 20075623, and once in lot 20076490. The following information was provided by the initial reporter: "our emergency department has reported issues with the bung unable to be accessed".

Manufacturer narrative:
H6: investigation summary: a 2000e-04 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to access the samples. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20075623 and 20076490 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that reports of this nature against the smartsite device occur at a low frequency and have not been attributable to a product defect or manufacturing issue.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20075623. Medical device expiration date: 2023-07-08. . Device manufacture date: 2020-07-03. Medical device lot #: 20076490. . Medical device expiration date: 2023-07-16. . Device manufacture date: 2020-07-13. . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ll vlv adpt(stand alone) fluid flow was occluded. This occurred 2 times in lot 20075623, and once in lot 20076490. The following information was provided by the initial reporter: "our emergency department has reported issues with the bung unable to be accessed"